Event description:
(B)(4). Abnormal menses, chronic pelvic pain, constant spotting, discharge (odor/no odor), painful ovulation, night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea), bleeding between periods (metrorrhagia), incontinence, yeast infections, chronic back pain, chronic hip and joint pain, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches or migraines, tingling sensations, numbness, nerve pain, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, seizures, depression (sadness/suicidal thoughts), ringing in ears (pulsatile tinnitus), diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) mood disorders, numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, dizziness, gluten sensitivity, heightened allergies/ allergic reactions, heart palpitations, insomnia, liver problems, weight issues (loss/ gain), sleep apnea, hair loss or changes, dry skin/hair/eyes.